Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was worn in the swimming pool and alarmed motor error, delivery stopped message and numerous unexplained alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there is also moisture in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to perform functional test due to blank display anomaly. We were unable to verify alarms, auto off, motor error and battery out limit due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked near display window corners and cracked reservoir tube lip.